Event description:
Patient on ventilator. Patient taken off ventilator for possible mucus plug and bagged. Unable to bag patient. Patient cyanotic. Code called. Patient had chest tubes. Patient's chest cracked and internal paddles used. Peep valve removed and patient able to exhale. Peep valve was stuck due to dried-on patient secretions.